Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad issue. The reporter stated that the pump keypad cover was damaged and that the keypad buttons were unresponsive. It could not be confirmed whether the damage or the response issue had occurred first. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad button response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/21/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad cover was observed to be peeling at the contrast key. The bolus button cover was torn, but the button still responded appropriately. During testing, the down arrow keypad button was intermittently unresponsive and the contrast button was completely unresponsive; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts; the contrast key contact was also found to be missing. Unrelated to the complaint, a crack was observed along the pump battery compartment. Additionally, the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.